Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional reports for the reported stem, cup, sleeve, screw part and lot code combinations; one additional report for the metal insert part and lot number combination and two additional reports for the head part and lot number combination. However, review of the as400 system show that at least 18 other devices from the metal insert and head lots have been delivered and/or invoiced and can be reasonably concluded implanted without issue. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 02/10/2017 ¿pfs and medical records received. After review of the medical records for MDR reportability, in addition to what was previously reported, the revision surgery notes confirmed metallosis with metal debris, and added elevated metal ion levels. Xrays attached to medical records. There was no new information provided that would affect the existing MDR investigation. The complaint was updated on: 03/02/2017.

Event description:
Litigation alleges that the patient suffers from pain, loosening, and metallosis among other injuries.